Event description:
It was reported to boston scientific corporation that during an anterior apical prolapse repair procedure using an uphold vaginal support system, the needle detached and was caught in the capio device, when the physician was pulling it through the sacrospinous ligament. The physician used an "alternative method" (method/device unknown) to complete the procedure, without complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.